Event description:
Patient was injected with radiesse dermal filler in the chin and in the tip and bridge of the nose; within the first 3-4 hours post injection, the pt developed an infection, redness and swelling. The pt was prescribed keflex for the infection.

Manufacturer narrative:
During a follow-up with the pt, the symptoms are about 70% healed, with only some residual redness remaining. The radiesse injecting physician's identity was not revealed; therefore, no follow-up could be conducted with a medical professional.